Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached with the original unit labeling. Per visual inspection, it was noted that the balloon was burst. The balloon burst in longitudinal form, and was observed with no pieces missing. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. Per the dimensional evaluation, the balloon rupture measured 0.4090¿. The balloon was dissected to take the measurement. The active length was measured and the results were as follows: short side= 0.7900¿, long side= 0.7815¿ (per specification, the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking. It was later reported that the catheter was leaking water; therefore, the device was replaced without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking. It was later reported that the catheter was leaking water; therefore, the device was replaced without incident. No patient injury was reported.